Event description:
During a coronary artery bypass graft the olympus scope got stuck in the subcutaneous dissector (from the vein harvesting kit). The physician's assistant was finished using the dissector and needed to crack open the handle to remove the scope. The dissector was in kit #ftv002 with lot #j44y8a. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip present, no/missing; cover condition, cover properly positioned, cover tab condition, na; ferrule condition, good; handle cond. (Gaps/cracks), broken/female hal; shaft straightness, good; shaft twisted/loose in the handle, no and spoon condition, axial cracks from. Analysis conclusion: based upon inquiry info received and the visual examination, it was concluded that the instrument was conforming and within design specifications. The instrument was received with the female handle half broken off from scope axis to the top of the handle. There were cracks along the outside diameter of the tube at the spoon collar. The instrument would not function as designed due to it's physical condition. This instrument was not designed to be used with the olympus 5.4 mm diameter scope. Each instrument is evaluated during the assembly process to ensure that it functions properly. The diameter of the shaft has been modified to accommodate the new olympus 5.4 mm scope. Co strives to understand each incident as it occurs in order to continuously improve co's products.